Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d4, d6a, d6b, g2, h1, h4, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "no complaint against the device". This record is for the left side. Device was explanted.